Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent failed opchecks with therapy pca inop messages.